Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were having their implant moved today because they had lost weight and the implant was in a funny spot. Patient said if they sit in a chair, it would push on the implant and would give patient a "signal". Patient said they started to notice this like 3 months ago. Agent asked, patient said they were just going to move the existing implant unless they went in and saw it needed to be replaced as well. Agent documented information given during the call. Patient's implant was not registered, agent sent current implant info to prs in related case.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.